Event description:
An ophthalmic surgeon reported air came out from the infusion line during a vitrectomy procedure. The procedure was completed after clamping the air line. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address this issue. (B)(4).